Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited fluctuating pacing impedance measurements, including high out of range measurements. Troubleshooting was performed with no evidence of noise and impedance measurements were within range. No adverse patient effects were reported.

Manufacturer narrative:
The three terminal ends were returned, severed 3 to 3.5 centimeters (cm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the terminal pins noted setscrews marks on all three. The setscrew marks on the df-1 pins were in the correct lovation, however the setscrew mark on the is-1 pin was towards the front of the pin indicating the is-1 lead may not have been fully inserted into the device header.

Event description:
This lead was later surgically abandoned. A portion of the lead was returned for analysis.